Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead migrated. As a result, surgical intervention occurred during which the lead was explanted and replaced. During the same surgery, the ipg was also explanted and replaced as documented in related manufacturer reference number 3006705815-2019-04852.

Event description:
Additional information was received that x-ray confirmed lead migration and effective therapy has been established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.